Event description:
Manufactures reference ID: (B)(4).

Manufacturer narrative:
The ventilator failed the pre-use check (puc) during the pressure transducer monitoring test. An onsite investigation was conducted by our field service engineer (fse), who identified the expiratory pressure channel and both the inspiratory and expiratory pressure transducer printed circuit boards (pcbs) as defective. All the defective pcbs were then replaced, and the ventilator subsequently passed all functional and safety tests, clearing it for clinical use. This can be confirmed in the provided logs. Expiratory channel pcb is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. Pressure transducer pcb conveyed the pressure via the pressure tube connected to this block, is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. The faulty pcb's was sent for further investigation. Visual inspection of the returned part revealed no abnormalities. Then a simulated test over 72 hours didn't reproduce the reported issue. Several puc's was done before and after. Our conclusion is that the device failed to meet its specifications during the reported event. Since the reported issue could not be reproduced at the manufacturer site, it was not possible to confirm any part failure, and thus a definite root cause cannot be established.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).